Manufacturer narrative:
The device is available for evaluation; additional information may be submitted once the quality investigation is complete.

Event description:
It was reported that during testing by a manufacturer field service technician at the user facility, the cordless driver 2 was overheating and smoking. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing by a manufacturer field service technician at the user facility, the cordless driver 2 was overheating and smoking. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The engineering technician was able to confirm the reported event, and had evidence of non-stryker repair work, which may have contributed to the reported event.